Event description:
It was reported that device movement occurred. A left atrial appendage (laa) procedure was performed and a 27mm watchman flx laa closure device was implanted. While the patient was in recovery, routine transthoracic echocardiogram (tte) was performed which revealed the closure device to have moved proximal within the ostium. An attempt was made to retrieve the closure device with forceps, however was unsuccessful as the distal end of the closure device remained in the ostium rendering the physician unable to grasp a strut with the fabric covering over top. Snaring was then attempted with a gooseneck snare. The physician was able to lasso the closure device but was unable to pull the closure device into the sheath. While the care team discussed the option of an additional trans-septal puncture, to re-attempt forceps retrieval now that the struts were exposed, the closure device slipped out of the snare into the mitral valve. The patient was transferred to surgery and the closure device was surgically removed. A non-boston scientific laa epicardial clip was surgically implanted. The patient is expected to fully recover.

Manufacturer narrative:
B5: patient status added to narrative.

Event description:
It was reported that device movement occurred. A left atrial appendage (laa) procedure was performed and a 27mm watchman flx laa closure device was implanted. While the patient was in recovery, routine transthoracic echocardiogram (tte) was performed which revealed the closure device to have moved proximal within the ostium. An attempt was made to retrieve the closure device with forceps, however was unsuccessful as the distal end of the closure device remained in the ostium rendering the physician unable to grasp a strut with the fabric covering over top. Snaring was then attempted with a gooseneck snare. The physician was able to lasso the closure device but was unable to pull the closure device into the sheath. While the care team discussed the option of an additional trans-septal puncture, to re-attempt forceps retrieval now that the struts were exposed, the closure device slipped out of the snare into the mitral valve. The patient was transferred to surgery and the closure device was surgically removed. A non-boston scientific laa epicardial clip was surgically implanted. The patient is expected to fully recover. It was further reported that there was no harm to the patient's native mitral valve and the patient has been discharged.